Event description:
A doctor alleged that two (2) patients had experienced burned and sloughing buccal tissue in an area along the gum margin where optibond xtr primer had been splashed approximately one (1) year ago. This is the first of two (2) reports.

Manufacturer narrative:
Patient specifics with regard age and weight were not provided by the doctor. The doctor reported noticing a white discoloration in the area before the patient had left the office. The patient returned five (5) days later for a routine procedure and reported feeling pain; the doctor examined the area and alleged that the patient had experienced the loss of approximately 3 1/2 to 5 mm of marginal gum tissue around tooth #18. The doctor recommended the patient use a mixture of over the counter medications (liquid benadryl and kaopectate) as an oral rinse. To date, the patient has fully recovered and is doing fine. The product was not returned and no lot number was provided; therefore, no evaluation can be conducted.